Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine device interrogation, non-sustained right ventricular over-sensing alerts were noted. Review of stored electrograms showed post-paced t-wave over-sensing. The patient had no reported symptoms from the event. Programming changes were performed. The patient was stable throughout the revision.